Event description:
Planned revision for a patient with a unicondylar knee implant.

Manufacturer narrative:
Planned revision for a patient with a unicondylar knee implant. Review of the device history record indicated that the device was manufactured to specifications.